Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified arteriovenous fistula of the vein side. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres for 2 minutes, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.